Manufacturer narrative:
Pump received with intermittent up arrow button response due to corroded keypad traces. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive and numbers were ramping on the display. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 121 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.